Manufacturer narrative:
E1: (B)(6). This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. An olympus field service engineer (fse) visited the customer site. During device evaluation, the reported issue (no image) was confirmed, and the device was repaired on site by replacing the electric socket of the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the image was not displayed due to a defective electric connecting socket. However, a conclusive root cause could not be determined. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was no image with the 190 series endoscopes. There was no report of patient or user injury due to the event.